Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for about 5 seconds, the balloon ruptured vertically. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.